Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet system, including a reported blood glucose value of 400 mg/dl, with the device indicating high glucose and later showing a nonfunctioning sensor that resulted in no insulin delivery; the user was agitated, performed a rewind mid-delivery, and later changed the infusion set with coaching, after which the healthcare team decided to discontinue pump therapy due to ongoing safety concerns. Symptoms included hyperglycemia without reported physical complaints. Outcomes included clinical risk requiring troubleshooting, follow-up calls, caregiver involvement, and a decision to remove the user from pump therapy. Investigation included review of device data, user coaching on infusion set replacement, and coordination with the healthcare provider and caregiver. Investigation of this case revealed use-related issues including sensor failure leading to suspended insulin delivery and probable infusion site or setup problems, with no device component failure confirmed. It was concluded, based on established findings for similar reports, that the cause was unclear and likely related to user handling and wear issues rather than a confirmed device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.